Event description:
On 03/23/2006, patient underwent placement of xact carotid stent in the left internal carotid artery. The stent was successfully positioned. During stent deployment, the patient developed right hemiparesis and dysarthria and a decrease spo2 of 87%. The patient was given medical treatment and recovered.